Event description:
The patient's device shocks her in the back/butt at random times throughout the day. When she tries to run or exercise it really hurts. She has attempted to speak to her doctor about this but the clinic has not given her proper appointments to resolve her concerns. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was shocking them at the actual implant area. The patient had it implanted in (B)(6) 2011 and it was the same feeling they got when they turned their device off. The patient wanted to know if this was something that would go away or if they needed to see their health care provider (hcp) about it. It took several weeks to get an appointment, so the patient hoped to get some information from the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3093-28, lot# v839848, implanted: 2012 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v839848, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient had experienced stimulation in the wrong location, shocking, painful stimulation, and pain in the implantable neurostimulator (ins) pocket. The manufacturer representative (rep) had reprogrammed and told them to try the current program and setting for 2-3 weeks. The rep also told them that the ins history was gone and it had all been cleared out for an unknown reason - during the reprograming only one program was fixed to where the program should have been a good fit, and the other programs were not working correctly. After the reprogramming it was shocking the patient down their right leg and in their back at the ins and lead sites. They had left it on for half a day and had to turn off the ins because they could not take the shocking. They confirmed the ins status with the patient programmer (pp) and noted they therapy was off. The patient noted their symptoms were worse at their tailbone when sitting. They had turned off the device before their ER room visit on thursday and still was being shocked in various parts of their implant/lead site, back and tail bone. The healthcare provider (hcp) looked at the x-ray taken at the ER and it looked fine, noting that if anything the lead looked like it was not close enough to the patient's bladder. The hcp and rep stated at the reprogramming last tuesday that the ins needed to be replaced because it only had 14 months remaining and the lead should be looked at, but no one ever looked at it until they had gone to the ER in pain. The patient also stated they felt like a balloon was stretching out in their back, causing pain. It was mentioned a revision could not be done for 2 months as the hcp had no room on their surgical schedule. It is unknown if surgical intervention was planned at the time of the report. The patient later reported on (B)(6) 2016 that following the reprogramming there were times they could not feel the stimulation. The patient stated the device had been off for three days now and was still shocking them. The patient also noted the hcp from the ER had stated the device had caused some form of nerve damage it seemed.

Event description:
Additional information received from the hcp reported that the patient was last seen in (B)(6), and had not been seen since she reported the shocking. It was noted that the patient had been in contact with the hcp many times since her last visit and had never mentioned any shocking. It was also reported that when the patient tried to lift anything heavier than 20 pounds the area around her implant cramped up.